Event description:
During an atrioventricular nodal reentrant (avnrt) procedure, no contact force was noted which delayed the procedure. After connecting the catheter to the ensite x amplifier and tactisys, no contact force information was shown on the interface (purple values). The connections were checked, the tactisys was rebooted, and the tactisys was exchanged which did not resolve the issue. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. Further investigation revealed a crack in the 19-pin flex circuit, consistent with the observed error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay was due to the crack in the device. Abbott is continuing to monitor the reported issue.